Event description:
It was reported that the device experienced early battery depletion due to high current drain. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pacing lead implanted: 2012 (B)(6); product ID (B)(4) implantable pacing lead implanted: 2012 (B)(6). (B)(4).